Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The samples will not be returned because the customer disposed them and there are no photographs. The date of manufacture cannot be determined. The first tube of three used in this report is not distributed in the us. This report refers to the third tube used. Refer to our report 2936999-2016-00062 for the second tube used.

Event description:
The patient was re-intubated three times from (B)(6) 2015 because of endotracheal tube cuff leakage. The cuff pressure was measured at 30mm. The cuff was tested with syringes. The patient died on (B)(6) 2015. The first tube of three used in this report is not distributed in the us. This report refers to the third tube used. Refer to our report 2936999-2016-00062 for the second tube used.